Event description:
It was reported that the tip of the claimed catheter detached while the pt was being decannulated. The detacvhed tip could be found in the right atrium of the pt's heart. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received and investigated the device in question. Due to the visual evaluation, it could be confirmed that the tip of the catheter detached. The adhesive bond of the tip and the catheter did not maintain. In addition deviations could be found in following the basic operation procedure by some operators. Therefore the failure could be determined as a gluing failure. The operators have been informed and re-trained on the basic operation procedure for the gluing process. This is the first time of occurrence of this kind of damage on this product. Due to this no further investigation initiations will be completed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not rec'd and investigated the claimed item yet. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted as soon as add'l info becomes available.